Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the outer silicone jacket of the external portion of the patient¿s driveline could not be confirmed as no product was returned for evaluation and no images were submitted by the account. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The heartmate ii lvas IFU and patient handbook provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported there was previously placed rescue tape for a small nick in the jacket close to the exit site and was intact when the patient was followed up with. The damage was first noted on (B)(6) 2017.